Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with cracked/detached end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a33 alarm due to cracked/detached end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The customer¿s blood glucose level was 259 mg/dl at the time of the incident. Customer was unable to rewind or clear the alarm. The insulin pump will be returned for analysis.